Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked below the spike. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. Priming was performed which verified the leak on the affected area. Dimensional testing was performed and no issues noted. The reported condition was verified. The cause of the condition was due to assembly issue during the manufacturing process. A batch review was conducted on each of the suspect lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. The suspect lot # r20k07033 was manufactured on 11/23/2020. The suspect lot # r21c06154 was manufactured on 03/06/2021.should additional relevant information become available, a supplemental report will be submitted.